Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device and was diagnosed as having intermittent capture from an internal pacemaker. External pacing was administered and the pt transported to the hosp. According to the reporter, at some time during transit, pacing stopped. The pt was delivered to the hosp emergency department and no adverse effects to the pt were reported as a result of the alleged malfunction.